Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During the procedure using the bd insyte autoguard 24ga according to the usual and proper technique, when the safety device was activated, the mandrel did not retract. The nurse in charge noted the possible defect in the device, making it necessary to use a new bd insyte autoguard 24ga. The possibly defective material was discarded. Additional information received on 09/10/2025 is there any patient impact, if yes, please explain in detail? A: there were no direct impacts on the patient.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 38181214 and lot number 5094442. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.